Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light on the ubc was confirmed. The 14v li-ion battery (B)(4)was returned for evaluation following the report of the battery getting wet. The battery returned with no charge. The battery was placed in the universal battery charger (ubc) and a red light and b0001 error code occurred. The battery was attempted to be charged with an external power supply, but the battery was unable to accept charge. The battery was opened to be further investigated. Analysis of the printed circuit board revealed that multiple pcb components were not receiving or outputting the expected signals. The source of the signal loss could not be identified and the issue could not be resolved. Based on the description of the event, the returned battery was subjected to an electrical short circuit resulting in damaged components on the battery pcb, and subsequently causing the battery failure. A root cause for the reported event was determined to be an electrically damaged components on the battery pcb. The specific conditions which had been lead to the battery damage are believed to be fluid contact. The device history records were reviewed for the 14v li-ion battery (B)(4) and was found to pass all manufacturing and qa specifications. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate ii patient handbook section 6 ¿ ¿caring for the equipment¿ and heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ addresses how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the 14v battery and universal battery charger (ubc). This section informs the user to regularly inspect the 14v battery and ubc for signs of physical damage such as, dents, chips, or cracks. It also states to not use a 14v battery or ubc that appears damaged and to obtain a replacement for the damaged products. The heartmate instructions for use (IFU) and heartmate patient handbook warn that the pump may stop operating should the system components (system controller, batteries, clips, driveline or any other external equipment) get wet due to fluids or water. The documents caution the user to never submerge the driveline or other system components in water or liquid; swimming or taking a bath while implanted is contraindicated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery got slightly wet and gave a red light when placed in the battery charger.